Event description:
It was reported that cartridge was not fully snapped into pump, and caller sought assistance to resolve fit issue. There was no reported impact to customer¿s blood glucose level. Caller removed pump case and extra o-ring from pneumatic tap, cleaned pneumatic area, confirmed cartridge o-ring was intact, then successfully reloaded cartridge and resumed insulin therapy following technical support instructions.